Event description:
It was observed that during the device evaluation, the video adapter exhibited corrosion on the e-coupler unit, rear frame unit, and on the rotating unit. Additionally, the eyepiece holder component was found broken. There was no patient involvement.

Manufacturer narrative:
The returned device was visually inspected and functional testing was performed. The eyepiece holder/stopper was found broken. Additionally, the device evaluation identified corrosion in the e-coupler unit, rear frame unit and on the rotating unit. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the investigation, no nonconformances were found. A definitive root cause of the problem could not be identified based on the results of the investigation. A potential cause can be traced to component failure. To mitigate damage to the device, the instructions for use provides the following: mounting and dismounting of the scope: when loosening the scope lock, be careful not to turn it too strongly in the loosening direction. There is a possibility that the scope lock may be damaged. Application and conditions for cleaning, disinfection, and sterilization: drain thoroughly after immersion. Olympus will continue to monitor field performance for this device.